Event description:
It was reported that on 18 october 2024, a 34mm amplatzer amulet left atrial appendage occluder (lot: 8951561) was chosen for implantation utilizing an unknown delivery system. At 45 day follow-up echocardiogram, a residual leak was observed. The appendage was measured at 29mm during the index procedure, but at the follow-up it was 36mm. Patient is stable and was administered oral anticoagulant.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of patient device interaction problem associated with residual shunt was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, a root cause of the reported incident could not be conclusively determined. The reported unexpected medical intervention was a resulted of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 34mm amplatzer amulet left atrial appendage occluder (lot: 8951561) was chosen for implantation utilizing a 14f amplatzer torqvue delivery system. At the 45 day follow-up echocardiogram, a residual leak was observed. The appendage was measured at 29mm during the index procedure, but at the follow-up it was 36mm. Patient is stable and was administered oral anticoagulant. No further intervention was performed.